Event description:
It was reported that the patient with this pacemaker exhibited noise oversensing that coincide with procedure the patient had yesterday. It was confirmed that this pacemaker was working as intended. No changes were recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.